Event description:
During procedure (photovaporization of the prostate), laser fiber broke off in the patient. The piece was retrieved. Notes from the operative report: "a large stone was encountered in the left and this damaged the fiber, which was removed in toto. A second fiber was introduced and resection was completed. Patient to recovery in good condition."